Event description:
Edwards received information that this surgical aortic valve had a transcatheter valve implanted (valve-in-valve) due to unknown reasons. The surgical valve had an approximate implant duration of 25 years. No additional details provided.

Manufacturer narrative:
Method: device remains implanted. Additional manufacturer narrative: the device was not returned to edwards for analysis because it remains implanted in the patient, as this was a valve-in-valve (viv) procedure. Without return of the device, no definitive conclusions can be drawn regarding the clinical observation. Although there have been attempts to receive further information regarding the event, no additional details were provided. If further information becomes available, a follow-up report will be submitted.

Event description:
Additional information received from the site indicates the reason for re-operation was due to aortic valve stenosis.